Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing for architect stat high sensitive troponin-I reagent lot 65129ud01. A review of tracking and trending data did not identify any related trends for the product for the issue. The ticket search determined that there is as expected complaint activity for the likely cause lot. Return testing was not completed as returns were not available. Historical performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. This evaluation indicated that median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, the device met performance specification and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent lot 65129ud01.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result on one 69yrs old female patient. The result provided were: initial= 4.3630 ng/ml (reference range=< 0.0156 ng/ml) /repeated=4.2120 ng/ml /peg precipitation testing=0.001 ng/ml /electrocardiogram=normal on boditech tni=0.01 ng/ml (reference range= < 0.04 ng/ml); beckman hs tni=0.02 ng/ml (reference range= < 0.03 ng/ml) there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result on one 69yrs old female patient. The result provided were: initial= 4.3630 ng/ml (reference range=< 0.0156 ng/ml) /repeated=4.2120 ng/ml /peg precipitation testing=0.001 ng/ml /electrocardiogram=normal on boditech tni=0.01 ng/ml (reference range= < 0.04 ng/ml); beckman hs tni=0.02 ng/ml (reference range= < 0.03 ng/ml) there was no reported impact to patient management.